Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) and could reproduce the reported issue on site. The nozzle units was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. No device logs were provided; hence, a proper log analysis cannot be performed. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle was sent for further investigation. The returned nozzle unit was simulated tested. A mechanical force was added to the spring and released, which led to the membrane getting stuck, causing a delay in release. This confirm a sticky membrane in the nozzle unit. The conclusion is that the device failed to meet its specifications during the reported event. The visual inspection showed a bent spring, which probably occurred during the exchange to the new nozzle unit.

Event description:
Manufactures reference ID: (B)(4).